Event description:
A medtronic representative reported a site alleged that their passive planar blunt was approximately 1cm inaccurate during a cranial procedure the previous week. The specific date of the surgery was not provided. It was stated that only the passive planar blunt was used for the procedure. Tracer registration was performed. It was reported that the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing canadian privacy laws. A medtronic representative performed a system check-out, and found instruments to be accurate. It was confirmed that other cases have been successfully completed with the passive planar instruments. Site has been trained on proper tracer registration technique. No parts returned to manufacturer for analysis.